Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver and companion driver caddy were not in use by a patient. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has a redundant, alternate power source of external batteries and an internal, emergency battery. Syncardia initiated a CAPA (corrective/preventive action) to address the companion driver caddy power cord issue. The root cause investigation is ongoing. Potential corrective actions will be evaluated when the root cause investigation has been completed. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
This companion driver caddy was not in use by a patient. The companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable patients while in the hospital. The caddy can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. A syncardia clinical support specialist reported that when a companion 2 driver docked into a caddy was moved, the power cord became unplugged and the fan shut off. He also reported that the power cord was plugged back in after "less than a minute."